Event description:
Per the clinic, the patient experienced no sound perception, pain and facial nerve stimulation with the implanted device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was electively explanted on may 01, 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.